Event description:
It was reported that the patient had a hematoma. It was reported that the patient had a left atrial appendage (laa) closure procedure on (B)(6) 2020 with a successful implant of a watchman closure device. The next day the patient had pain in their leg and severe bruising. After being discharged, the patient went to the emergency room for this and was then admitted to the hospital. The patient was then moved to a rehabilitation facility for several days. On (B)(6) 2020 the patient returned home.